Manufacturer narrative:
The customer worked with the technical support representative. Upon conclusion of the evaluation. It was determined, that the therapy pca and a high voltage capacitor require replacement. We are unable to determine, the root cause of the event, as multiple parts were required for replacement. The customer requested, a quote for this repair, but the customer let the quote expire. The device remains at the customer site. And no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device fails the operational check at defibrillation testing. There was no patient involvement.